Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a patient (age & gender unknown) via electrode pads, the device displayed a "poor pad contact" message. Complainant indicated that the clinician obtained another device to continue treating the patient using the same electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.